Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery (lad). A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during stent delivery, the guidewire became embedded in the stent and could not be used. The procedure was successfully completed with a replacement stent of the same device. No patient complications were reported, and the patient remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). A partial delivery system was returned for product analysis. A visual and tactile examination identified that the hypotube and manifold/hub were not returned for analysis. An 8 cm section of the polymer extrusion, measured from the tip, was returned for analysis. The extrusion was stretched onto the returned guidewire (od 0.0140 inches). A microscopic examination of the crimped stent identified damage, with the stent struts lifted and pulled proximally from the distal section. A microscopic examination of the balloon material identified no damages. A microscopic examination of the tip identified that the bumper tip was deformed. Due to the extent of the stent damage, a stent od (outer diameter) could not be obtained. The maximum stent od at the time of manufacturing for the entire batch was within the maximum crimped stent profile measurement. No other issues were noted during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery (lad). A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during stent delivery, the guidewire became embedded in the stent and could not be used. The procedure was successfully completed with a replacement stent of the same device. No patient complications were reported, and the patient remained stable following the procedure.